Manufacturer narrative:
Model number/catalog number: 72404131 serial number: n/a batch/lot number: 1100863700 model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100868056 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration is acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed, and migration is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the balloon of an artificial urinary sphincter (aus) had herniated from the left lower abdomen to a position above the rectus. A surgical procedure was performed to remove and replace the balloon. No complications were reported.